Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient information and orders. A technical support specialist ran a server down time query, then the server communication, carefusion coordination engine and the heartbeat came to real time and rebooted the system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the patient information and pharmacy order were delayed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.